Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the malfunctioning keypad with an intermittent keypad response, which was experienced on the #0, #1 and #2 keys during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing of a spectrum pump, it had an intermittently responding keypad. There was no patient involvement.